Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the wake button became detached from the pump. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 51 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged detached wake button issue could not be verified. Additionally, the alleged touch low bg issue is tier 3 and investigation is not required.